Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The device was the nail not the screw.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 47249321211, cmn femoral nail, lot # 2973566. Catalog #: 47248510510, cmn lag screw, lot # 3026107. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital did not return the product when requested. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a revision to explant a broken znn cephalomedullary nail, no known reason as to why it broke. Attempts have been made and there is no further information at this time.